Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, a cdh29p stapler (lot v94w6n) did not fire. The led screen was illuminated by the inserted battery and the connection between the trocar and anvil was correct. Another cdh29p (lot x94y68) was opened. The battery from that second device was inserted into the first device but the device was unable to be fired. The first device was removed from the patient while the anvil was left in place. The second device was inserted into the patient and the connection with the anvil was confirmed. The device was fired successfully. A leak test was performed after inspecting the tissue rings and no leaks were observed. The procedure was delayed by 10-mintues. No fragments were generated, and the procedure was completed successfully with no patient consequences. Procedure: open colostomy reversal with low anterior resection.

Manufacturer narrative:
(B)(4); date sent: 09/08/2022; d4: batch # 274a81. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil was received for analysis. The washer was not received and there were staples present. When the test battery was installed the green checkmark does not illuminate, indicating that the device was not fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, a new washer was placed on a test anvil and the device was tested for functionality and it was manually assisted. The device was fired formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. In addition, the device was dry fire five times, the device did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.